Manufacturer narrative:
Tracking# 58066/a. Endopath stealth endoscopic/conventional circular stapler: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with indentations present on the driver guide face & the breakaway washer. Due to the damage to the instrument, it appears possible that an attempt may have been made to fire the instrument across a hard object. However, this could not be ascertained. The instrument was reloaded with staples & fired. It fired & formed all the staples around the entire circumference without incident. The batch history records were investigated & no incidence of missing staples was noted. Each instrument is 100% inspected through an automated vision to ensure that all the staples are present prior to shipment.

Event description:
It was reported by the representative the device was used during a low anterior sigmoid resection. It was reported the staples did not cross both tissue planes, resulting in an incomplete anastomosis. This tissue was resected and a new device was opened to complete the case. Longer operative time needed as sigmoid rectal stump required further operative exposure.